Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's system was explanted due to an infection at the incision site. The pt's symptoms were fever and inflammation at the incision site. The physician doesn't think the infection is related to the device.